Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced display anomaly. It was reported that screen only showed a partial display. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a missing segment/partial display due to a severely cracked and bleeding lcd glass. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.